Manufacturer narrative:
Six (6) actual samples were received for evaluation. Visual inspection and functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted for all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) transfer sets had connection issues when connecting to titanium adapters; further described as "the connection location was easy to loose". This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.